Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate anti tachycardia pacing therapy for atrial fibrillation with rapid ventricular response. The device was reprogrammed. Patient monitoring will continue.